Event description:
It is reported that the day following surgery, the patient began seeing three dark circles when looking downwards, vision is blurry all the time and it is noted that the patient sees circle like structures that float in the vision field. During post-op exam, the patient states that it was conveyed by the physician that the intraocular lens (iol) was displaced. The patient underwent a second surgery and a pars plana vitrectomy (ppv) and, is now said to be in the recovery period.

Manufacturer narrative:
Prior to release to market, the lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.